Manufacturer narrative:
The supplemental medwatch indicates:  physio-control received a copy of a customer submitted medwatch report (report number mw5064636) from the FDA. Through the customer submitted medwatch report, physio was made aware that the patient was a (B)(6) female. The customer also advised that initial defibrillation may have been delayed by as much as two (2) minutes as the patient went unresponsive and was being ventilated with chest compression for that approximate duration of time until their device came back on with a rhythm displayed. Their device then displayed a ventricular fibrillation rhythm and the patient was defibrillated using their device. Furthermore the customer stated in the medwatch report that the were no adverse effects to the patient as a result of the reported issue. After multiple attempts, physio-control has been unable to contact the customer for additional information about the reported event. The supplemental medwatch should indicate: physio-control received a copy of a customer submitted medwatch report (report number mw5064636) from the FDA. Through the customer submitted medwatch report, physio was made aware that the patient was a (B)(6) female. The customer also advised that initial defibrillation may have been delayed by as much as two (2) minutes as the patient went unresponsive and was being ventilated with chest compression for that approximate duration of time until their device came back on with a rhythm displayed. Their device then displayed a ventricular fibrillation rhythm and the patient was defibrillated using their device. Furthermore the customer stated in the medwatch report that the were no adverse effects to the patient as a result of the reported issue; however, it was later clarified by the customer that the patient did not survive the event. After multiple attempts, physio-control has been unable to contact the customer for additional information about the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. UDI# (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report the patient's ECG disappeared twice from the paddles lead during patient treatment. There was patient use associated with this event but there was no report of an adverse outcome. The customer reported the patient's ECG had first disappeared following delivery of defibrillation energy to the patient. The device was powered off and powered on again and then the patient's ECG was displayed on the device screen. The customer reported the patient's ECG had then disappeared again approximately ten (10) minutes later. The device was then powered off and on again and the ECG was again displayed on the device screen. The customer has been unable to duplicate the reported issue. No further details about the patient or event were provided.

Manufacturer narrative:
Physio-control received a copy of a customer submitted medwatch report (report number mw5064636) from the FDA. Through the customer submitted medwatch report, physio was made aware that the patient was a (B)(6) female. The customer also advised that initial defibrillation may have been delayed by as much as two (2) minutes as the patient went unresponsive and was being ventilated with chest compression for that approximate duration of time until their device came back on with a rhythm displayed. Their device then displayed a ventricular fibrillation rhythm and the patient was defibrillated using their device. Furthermore the customer stated in the medwatch report that the were no adverse effects to the patient as a result of the reported issue. After multiple attempts, physio-control has been unable to contact the customer for additional information about the reported event.